Event description:
It was reported that on 27 november 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The amulet was implanted in one deployment. On (B)(6) 2023, the patient was presented in the emergency room (ER) with chest pain. After inspection, a medium to large pericardial effusion was noted in transthoracic echocardiogram (tte). On (B)(6) 2023, a pericardiocentesis was performed and 450ml was drained. The amulet remain implanted. The patient was reported discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and angina were reported. A returned device assessment could not be performed as the device was not returned for analysis. There was no reported device malfunction associated with the amulet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, amplatzer amulet was implanted in a patient. The patient was presented in the emergency room with chest pain. After inspection, a medium to large pericardial effusion was noted in transthoracic echocardiogram (tte). Then, a pericardiocentesis was performed and 450ml was drained. The amulet remain implanted. The patient was reported discharged from the hospital. Based on the information received, the cause of the reported incident could not be conclusively determined.